Manufacturer narrative:
This is an initial report. The customer product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported that this freestyle flash meter was reading lower than an hcp meter. The customer received a reading of 117 mg/dl at his dr's office and the hcp meter read 208 mg/dl. The readings when plotted on the parkes error grid fall into the 'b' zone which is not clinically significant. The customer reports feeling weak, light headed, and having severe headaches. The customer reports that his dr sent him to the hosp where he had a mild heart attack and was diagnosed with dka. The treatment provided consisted of high blood pressure medicine, heart medication, and insulin. The customer states that "his heart attack didn't have anything to do with the meter".